Event description:
It was reported that the patient reported a burning sensation in their feet after a drg implant. The investigation did not determine which lead is related to this issue. The patient is currently on steroids, no other intervention has been planned at this time.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8575080.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.